Event description:
It was reported that noise due to electromagnetic interference (emi) resulting in inappropriate antitachycardia pacing and pacing inhibition was observed on the device. As a result, the patient experienced bradycardia. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.